Event description:
Technician alleged the battery is not holding a long enough charge. The battery led was on indicating a positive charge. No patient impact.

Manufacturer narrative:
The technician replaced the battery to resolve the issue.